Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 7428, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# b0985491k, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID 3389-40, lot# b0922101k, implanted: (B)(6) 2009, product type: lead. Product ID 3389-40, lot# 0208015011, implanted: (B)(6) 2013, product type: lead. Product ID 3389-40, lot# 0208015011, implanted: (B)(6) 2013, product type: lead. Manufacturer site: 9614453.

Event description:
Additional information received reported that the health care professional (hcp) could not see which lead was used for the left side. It was noted that no more interventions than were already stated in the report were planned at this time. It was noted that the patient was doing ok now and received effective therapy. It was noted that the patient would soon come back for a checkup. It was noted that the no products would be returned at this time and the lead that was replaced in (B)(6) 2013 was not available any more.

Event description:
It was reported that there was high impedance of over 4000 ohms on the left lead. It was noted that reprogramming, impedance testing and x-rays were performed. It was noted that the lead was replaced. It was noted that in 2013 the patient had a problem with high impedance on multiple contacts bilaterally and had a declining clinical effect. It was noted that an x-ray showed a suspected broken cable at the connector for the left electrode and it was later replaced during 2013. It was noted that after they had it turned it on after lead replacement, contact 2 and 4 showed impedances over 4000 ohms during testing with very low voltage on one contact at a time. It was noted that despite this they saw a clear clinical effect bilaterally with decreased rigidity. It was noted that patient was sent home. It was noted that the health care professional (hcp) would see the patient again and try to test the impedances at a higher voltage. It was noted that the patient was alive with no injury at the time of the report and there were no further patient symptoms associated with the event. Additional information received reported that the percentage of the battery used was ???%. It was noted that the battery voltage was ??? And ??? Of the capacity was used. It was noted that battery voltage was at 2.69 volts and 35 to 50 % of the capacity was used. It was noted that patient was programmed with monopolar stimulation with cathodes on contacts 1 and 5, which had impedances within the normal limits. It was noted that therapy impedance and other contacts had impedances of greater than 4000 ohms. It was later found that therapy impedance measurements were ???. It was noted that the health care professional (hcp) tried to go higher with the amplitude for the impedance test but the patient could not tolerate much higher. It was noted that on a different ins the percentage of the battery used was ???% and the therapy impedance measurements were ???.